Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that the patient was experiencing headaches and wasn't sure if it was related to the implantable neurostimulator (ins). The patient had been told by a previous rep that 2 contacts were out when it was previously interrogated. This could not be verified as the caller had not seen the patient. Stimulation was working great but an appointment was made to follow-up with the patient for (B)(6) 2016. The patient had been to neurologists and was told that the headaches were not due to the stimulation. The patient had originally thought the headaches were due to the stimulation but the patient did not believe this at the time of the call. The neurologist had said the headaches were due to other illnesses. Relevant medical history included spinal pain. Follow-up was performed to determine what was determined at the follow-up appointment, what actions were taken to address the event, and if it was resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the 2 contacts that were out were broken and there had not been any change in stimulation efficacy since then. It was confirmed that contacts 0 and 4 were showing a 10,000 ohm resistance number. The healthcare professional did not recommend any surgery or corrective action and to utilize programs not using contacts 0 or 4. The patient was receiving good coverage with surrounding working electrodes. Two new programs were made and the patient was extremely happy. The patient outcome was alive with no injury. If additional information is received, a follow-up report will be sent.